Manufacturer narrative:
It is unknown when device broke. 510k: this report is for an unknown proximal femoral nail /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Code (B)(4) used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent scheduled removal of a broken trochanteric femoral nail-advance (tfna) on (B)(6) 2018. The nail was breaking above the helical blade. The nail, helical blade and two (2) distal locking screws were removed and the patient was converted to a total hip replacement. It is unknown if there was a surgical delay. There was no patient consequence reported. Concomitant devices: distal locking screws (part: unknown, lot: unknown, quantity: 2), helical blade (part: unknown, lot: unknown, quantity: 1) this report is for an unknown proximal femoral nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was clarified that the nail was broke above the lag screw. The nail, lag screw and two (2) distal 5.0mm locking screws were removed and the patient was converted to a total hip replacement. Hardware removal went as expected with no complications during removal. There was no surgical delay reported. Surgery was completed successfully. Concomitant device reported: unknown 5.0mm distal locking screws (part # unknown, lot # unknown, quantity 2), unknown lag screw (part # unknown, lot # unknown, quantity 1)